Manufacturer narrative:
The solution center (sc) contacted the customer at which time the customer stated that it was difficult for the technicians to tell the difference between a pacer spike and the qrs because the ECG waves were so small. They recently had a patient death and the customer believes that the small waves contributed to the patient incident because the technician could not see anything was wrong. The customer was not aware that the patient had a pacemaker and paced detection was set to "off". The sc informed the customer of the importance of paced detection and turning paced mode "on" if presence of a pacemaker is unknown, as well as walking them through adjusting the wave size and customizing alarms. The customer was not happy that a clinical specialist (cs) was unable to "stop by" to demonstrate how to make these changes. No device malfunction occurred. This is considered clinical app support. No device malfunction occurred.

Event description:
The director of pcu, requested to be contacted to discuss features and settings of their telemetry system. Upon contact with the customer, it was stated that it was difficult for the technicians to tell the difference between a pacer spike and the qrs because the ECG waves were so small. A patient death recently occurred and the customer felt the small waves contributed to the incident. A patient died.